Event description:
It was reported that buttons on the insulin pump are not responding. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
No button error alarm noted. Pump has intermittent button response due to moisture damage on keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.